Manufacturer narrative:
(B)(4).

Event description:
The pt was in a car accident. Afterward, the pt experienced a loss of therapeutic effect. He felt less relief for his back and legs. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.